Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event report associated with another manufacturer's device which has been received ast allergan inc. (B) (4). The following info was provided: (B) (6). Implant physician: no info. Explant physician: dr. (B) (6). Alleged event: physician reported left side rupture and "silicone granuloma" against a non-allergan device. There is no complaint against an allergan device. Implant date: (B) (6) 1992. Explant date: (B) (6) 2008. (B) (6)